Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging an issue with her unspecified onetouch lancing device. The patient reported that the lancet holder was broken. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged lancing device issue began. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged issue started she developed symptom of ¿shaking.¿ the patient denied receiving any medical treatment due to the alleged issue. At the time of troubleshooting, the alleged lancing device issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject lancing device could not be ruled out as a cause or contributor to the event.